Event description:
It was reported that during the implant attempt, the device was removed from the package, and an impureness was noted on the device surface. It was initially suspected to be a scratch, however, after rubbing the area over the suspected scratch, a flake of what appeared to be either glue or silicone came off. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, the device was removed from the package, and an impureness was noted on the device surface. It was initially suspected to be a scratch, however, after rubbing the area over the suspected scratch, a flake of what appeared to be either glue or silicone came off. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.